Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer ( fse) was dispatched to evaluate the unit and replaced the batteries. All functional and safety checks were performed to meet factory specifications.

Event description:
It was reported that during battery maintenance perform by the client the cs100 intra-aortic balloon pump (iabp) had battery failure. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.